Manufacturer narrative:
The phace tips were returned and evaluated, and determined to be out of spec. There were no impact to the patient or procedure. The surgery was completed and an iol was implanted.

Event description:
The facility reported that the dr. Was able to sculpt but when he went to quadrant he was not getting a response. There was no patient impact. The doctor reported similar malfunctions on two other procedures that did no harm the patients. This is the first of three reports.